Manufacturer narrative:
Additional information was requested but the customer did not respond. There is no indication from the customer that the device will be returned for evaluation.

Event description:
A customer posted the following on the customer feedback website regarding a donjoy reaction web knee brace: "my knee dislocated while wearing this in my sleep!! That's the 4th dislocation and I'm having surgery tomorrow". The customer has been contacted for additional information but has provided none.